Event description:
Information received from the field notes that the patient was seen in the hospital after receiving a shock from the ICD. In terrogation of the device revealed that the shock "was a committed shock after 12 previous episodess of high rate detect and consequent spontaneous reversion." In the stand-by setting, a charge should be delivered after the tenth episode.